Manufacturer narrative:
A steris service technician arrived at the facility, inspected the equipment and found the door seal was coming loose on the lower right corner causing a high leak rate. The technician replaced the door seal, ran a test cycle and confirmed the unit was operating to specification. The employee who received the burn was not wearing the required ppe. The v-pro 1 operator manual states, "danger-chemical injury hazard: any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. When handling hydrogen peroxide, wear appropriate personal protective equipment." Section 2 of the operator manual states, "ppe-personal protective equipment including goggles or face shield and chemical-resistant gloves (barrier laminate, butyl rubber, nitrile rubber, neoprene rubber, polyvinyl chloride or viton 1). Ppe required per task varies depending upon hazards of the task." The account manager will extend an offer of in-service to the facility on proper use and operation of the v-pro 1 sterilizer.

Event description:
The user facility reported packages coming from the v-pro sterilizer had chemicals on the outer packaging. One employee experienced a burning sensation and discoloration of her hand while removing packages from the v-pro sterilizer. The employee washed her hands with water and continued working. The employee did not seek medical treatment. No procedural delays or cancellations were reported.